Event description:
Device was returned for repair only. Upon eval, it was noted that a small piece of the actuator was broken off and missing. Contact at hosp said device was found to be not working during attempted use in a pt. No one at the hosp could say where the missing piece was. Co is taking a conservative approach and filing.